Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 2 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection and there were no patient extension lines in use. The patient had not disconnect prior to the alarm. The supplies had not been damaged by an outlet port clamp or assist device. The supply bag had become disconnected, causing the error. The home patient (hp) closed all clamps, and then cycled the power to clear the error, which was then followed by a system error 2367. The hp ended therapy. The technical service representative (tsr) had the hp disconnect using aseptic technique and remove the cassette. The care giver was to notify the patient's peritoneal dialysis registered nurse of the missed therapy as soon as possible. Proper procedures were reviewed with the patient. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.